Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored a signal artifact monitor (sam) episode and the minute ventilation (mv) sensor was disabled. A low, out-of-range right ventricular (rv) pacing impedance measurement of less than 200 ohms was recorded at the time of the sam episode. An email was sent to the clinic notifying them of the observation and recommending further review of the patient and device. No adverse patient effects were reported. The device remains implanted and in service.